Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the cat8 kinked while advancing through the sheath. Therefore, the cat8 was removed. The procedure completed using a new cat8 with a peel away sheath. There was no report of an adverse effect to the patient.